Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the stimulation issue was resolved. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Date of event: event date month and year valid. Analysis of the desktop charger (serial # (B)(4)) found cable assembly connector pin was bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger wouldn't charge and the metal tip was the issue as the connector was bent. The patient couldn't charge, so their stimulation shut off and they were in pain. It was further reported that the desktop charger was received, but it didn't resolve the issue and the recharger wouldn't charge. They got an x on the screen, but then stated that nothing was showing on the screen. The caller felt that maybe it was something with the ins, but a replacement recharger would be sent. Resetting the recharger didn't resolve the issue. No further complications were reported or anticipated.